Event description:
It was reported that this right atrial (ra) lead and pacemaker have been exhibiting low out of range pace impedance measurements, resulting in a lead safety switch (lss). The atrial impedance values have consistently been in the low 200 ohm range since the pacemaker implant. Technical services (ts) was consulted and suspected an insulation issue, especially considering how long the lead has been implanted for. Technical services (ts) has recommended further testing in the clinic with both bipolar and unipolar configurations and has suggested that the device may need to be kept in unipolar configuration if the bipolar configuration still shows impedance values below 200 ohms. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service for approximately 23 years, 9 months based upon the event date (B)(6) 2024. No lead was returned to oscor inc. For evaluation, as it remains in service / implanted; however, a complaint notification was provided. Based upon the implant date of this lead (B)(6) 2000, the device history record is beyond oscor's record retention period. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. Inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. This complaint is non-verifiable as the product was not returned for evaluation. In conclusion, based on the information available at this time it cannot be confirmed that the product failed to meet requirements. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.